Event description:
Fall from mechanical pt lift resulting in bilateral comminuted distal femoral fractures.

Manufacturer narrative:
Our rep inspected the lift and like their maintenance people, found nothing broken or out of spec.